Manufacturer narrative:
G4:30mar2021. B4:31mar2021. Parts were received and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 17 jun 2020.

Event description:
The customer reported that the navigation ring is not working. The field service engineer (fse) verified the reported problem. The customer reported that the unit was not in use on patient. The fse replaced the front bezel to address the reported problem.

Manufacturer narrative:
G4: 29sep2020. B4: 08oct2020. The replaced front bezel was returned for failure analysis. It was determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.